Manufacturer narrative:
Unknown since the batch/lot number was not provided. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, an emergency surgical intervention was performed for the treatment of acute aortic dissection stanford type b. Reportedly, an entry of dissection seemed to be located directly below the left subclavian artery (lsa). The dissection included the branch of abdominal area and extended to the terminal aorta. A thoracic endovascular aortic repair (tevar) was performed. A medtronic stent graft (model and size unknown) was planned to be deployed from just below a left common carotid artery (lcca). Another unspecified stent graft (model and size unknown) was initially placed in the position, which was estimated overlapping with the distal portion of the medtronic stent graft. Then the medtronic stent graft was placed proximal to the first deployed stent graft. After two bare metal stents (bms) were deployed toward the terminal aorta, the true lumen of aorta became dilated. However, a superior mesenteric artery (sma) was not clearly revealed by an angiogram and an ischemic symptom was deemed to still remain. A guiding sheath (destination/terumo, size unknown) was delivered to the sma and two additional bms were placed. Then the blood flow in the sma was finally restored. Subsequently, a 16mm amplatzer vascular plug ii (avpii) was deployed in the lsa and the procedure was completed. After the patient returned to an intensive care unit (ICU) postoperatively, his upper extremity on the left side was immobile. The avpii implanted in the lsa was confirmed to have embolized in a vertebral artery (va). The following morning, ax-ax bypass (axillary artery to axillary artery bypass) was performed for the treatment of embolization in the va. The patient eventually expired. The relationship of the patient's death to the avpii is unknown. No information about the date nor the exact cause of death was provided. No additional information is available.